Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11 product was not returned so an exact cause of the issue could not be identified. However, based on our investigation, a iab leak can occur due to one or more of the following probable causes iab leak an intra-aortic balloon (iab) leak is the loss of integrity in the balloon membrane or its connections, allowing blood or gas to enter or escape. Iab leaks can result from the following cases 1 membrane perforations caused by abrasions tears (penetration by sharp objects). 2 catheter perforations sharp objects. Severe kinks. 3 inner lumen breaks or kinks. 4 tip leaks. 5 rear seal leaks.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: h6 (medical device problem code and investigation conclusions).

Event description:
N/a.

Event description:
It was reported that the balloon catheter had blood back issue. Blood back in the tubing. No harm or injury to the patient was reported.

Manufacturer narrative:
Due to character limit in e1 event site name is (B)(6) hospital. A supplemental report will be submitted upon completion of our investigation.